Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that implantable neurostimulator (ins) overdischarge had occurred. The battery would not charge, and the battery had been dead for two years. Diagnostic testing or troubleshooting performed included trying to revive the battery. The ins would not revive because it had been dead for too long. Interventions/actions taken to resolve the issue included scheduling the patient for battery replacement. The patient's status was alive with no injury, and there were no reported patient symptoms. It was reported that the issue was resolved at the time of report. If additional information is received, a follow up report will be sent. The patient's indications for use included post spinal cord injury and spinal pain.